Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; g.1; h.6.

Event description:
Physician confirm capsular contracture, baker grade iii. Device has been explanted and discarded.

Manufacturer narrative:
G.3 was inadvertently left blank on previous medwatch, the correct date for g.3 is 28/apr/2021.

Event description:
Patient reported discomfort, hardening, capsular contracture, breast swelling and shape change on both sides. Inflammation also noted on left side. MRI report stated "small bulge in the right implant, no rupture or leak is seen. No evidence of malignancy." Physician confirm capsular contracture, baker grade iii. Patient further reported symptoms giving them anxiety. Devices explanted, not available for return.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "lumps and hardening." Patient reported via regulatory agency "capsular contracture," baker grade unknown, swelling and shape change." Healthcare professional reported right side "lump, slight bulge/fat lobule in upper part of breast." Patient also reported "implant illness, lumps, osteoarthritis, rheumatoid arthritis, osteoporosis, lupus, chorea, dystonia, joint pain, fatigue and dry eye, hand joint replacement and jaw replacement"; these events are not device related. Device remains implanted.